Manufacturer narrative:
The reported event of longevity overestimation was confirmed. The device was above elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Event description:
It was reported that during a follow up in clinic, the device was found with battery voltage estimated to be 7 months to elective replacement indicator (eri) level. At the previous interrogation, approximately 6 months earlier, the longevity estimation on the battery was 2 years. Longevity overestimation was suspected to have occurred due to the programmer at the previous follow up in clinic. Longevity overestimation was suspected to have occurred due to the programmer at the previous follow up in clinic. The device was explanted prior to reaching eri level and replaced to resolve the event. The patient was in stable condition as reported to abbott.